Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. Reprogramming changes were recommended. Patient monitoring will continue.